Event description:
The patient was initially implanted with a ovation prime stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure, a 1a endoleak and aneurysm enlargement was identified. The patient is currently being monitored while waiting for an intervention. Additional information: re-intervention was completed. A left renal chimney with a cook (non-endologix) zenith alpha device was placed. The aneurysm sac was coiled and thrombin was injected. Two (2) ovation iliac limbs were used as endoconduits to allow the cook delivery system to be delivered. The final patient status was reported as being in stable condition in the ICU.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak event/incident was confirmed. The sac growth event/incident was unconfirmed due to a lack of comparative imaging. Device, user, procedure or anatomy relatedness of this event/incident could not be determined. Procedure related harms for this event/incident include access site complication (left femoral artery patch), intraoperative right common iliac artery rupture, abnormal blood loss, hypotension and a prolonged hospitalization. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with a ovation prime stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure, a 1a endoleak and aneurysm enlargement was identified. The patient is currently being monitored while waiting for an intervention.